Manufacturer narrative:
One medfusion® 3500 syringe pump was returned for investigation. Visual inspection of the device revealed the returned device to be in poor condition. The top case was chipped and cracked, the battery was missing, and the ac receptacle was not installed and damaged. A review of the device event history log found that a check clutch error had occurred. The reported issue was duplicated during functional flow testing, where it was observed the clutch was slipping under pressure and the clutch carriage plate was loose. As a preventative measure, the clutch right and left halves were replaced with leadscrew and spring. The carriage plate was also tightened down to factory specifications. Investigation determined that the check clutch error was due to normal wear of the device's drive train, as the device is over seven years old.

Event description:
It was reported that a medfusion® 3500 syringe pump displayed a "check clutch plunger" error during rate accuracy testing. The error occurred during preventative maintenance testing, there was no patient involvement. See MFR: 3012307300-2017-01127, 3012307300-2017-01190, 3012307300-2017-01192, 3012307300-2017-01193, and 3012307300-2017-01194.